Event description:
It was reported that the coil was protruding from the microcatheter's tip during removal. The target lesion was located in the moderately tortuous vein. A 3mm/3.3 mm vortx diamond 18 was selected for use. During the procedure, it was noted that the coil was stuck inside the microcatheter. The coil was removed together with the micro catheter; however, it was further noted that the coil protruded from the microcatheter's tip during removal and was found bent. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the coil was protruding from the microcatheter's tip during removal. The target lesion was located in the moderately tortuous vein. A 3mm/3.3 mm vortx diamond 18 was selected for use. During the procedure, it was noted that the coil was stuck inside the microcatheter. The coil was removed together with the micro catheter; however, it was further noted that the coil protruded from the microcatheter's tip during removal and was found bent. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil returned inside the coil introducer, besides the plunger was returned. The coil introducer was inspected and the tip was found kinked. The coil was inspected and was found kinked. The retaining clip was removed, the plunger was introduced and the coil was advanced through the coil introducer; however the main coil was removed with some resistance. The zap tip has a smooth surface. One of the zap tip was found damage. Dimensional inspection of the main coil components have met and passed the specifications.